Event description:
The device was used during a breast reduction procedure. Reportedly, the suture broke. The surgeon applied another product. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
The cause for difficulty experienced was attributed to the needle.